Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure device was almost removed except very small portion at beginning'), pelvic pain ('pelvic pain') and genital haemorrhage ('gen. Abnorm. Bleed (interpreted as general abnormal bleeding)') in an adult female patient who had essure (batch no. 20222097) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: nuvaring from 2009 to 2010. Concomitant products included levothyroxine since 2011. In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraine / migraines/headaches") and headache ("headaches"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), abdominal distension ("gi conditions: bloating") and arthralgia ("joint aches"). In (B)(6) 2010, the patient experienced depression ("psych injury/depression"), mood swings ("hormonal changes/mood swings") and anxiety ("anxiety"). In (B)(6) 2010, the patient experienced alopecia ("hair loss") and was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced thyroid disorder ("thyroid disorder"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with celecoxib (celexa), vitamin d nos (vitamin d) and surgery (surgical removal of coil(s) and to remove essure). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, genital haemorrhage, back pain, depression, migraine, headache, weight increased, mood swings, anxiety, thyroid disorder, vaginal haemorrhage and menorrhagia outcome was unknown, the pelvic pain, dyspareunia, dysmenorrhoea, abdominal pain, abdominal distension and alopecia had resolved and the arthralgia was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, arthralgia, back pain, depression, device breakage, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, mood swings, pelvic pain, thyroid disorder, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 77.098 kgs. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2019: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure device was almost removed except very small portion at beginning'), pelvic pain ('pelvic pain') and genital haemorrhage ('gen. Abnorm. Bleed (interpreted as general abnormal bleeding)') in an adult female patient who had essure (batch no. 20222097) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: nuvaring from 2009 to 2010. Concomitant products included levothyroxine since 2011. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraine / migraines/headaches") and headache ("headaches"). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), abdominal distension ("gi conditions: bloating") and arthralgia ("joint aches"). In (B)(6) 2010, the patient experienced depression ("psych injury/depression"), mood swings ("hormonal changes/mood swings") and anxiety ("anxiety"). In (B)(6) 2010, the patient experienced alopecia ("hair loss") and was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced thyroid disorder ("thyroid disorder"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with celecoxib (celexa), vitamin d nos (vitamin d) and surgery (surgical removal of coil(s) and to remove essure). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, genital haemorrhage, back pain, depression, migraine, headache, weight increased, mood swings, anxiety, thyroid disorder, vaginal haemorrhage and menorrhagia outcome was unknown, the pelvic pain, dyspareunia, dysmenorrhoea, abdominal pain, abdominal distension and alopecia had resolved and the arthralgia was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, arthralgia, back pain, depression, device breakage, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, mood swings, pelvic pain, thyroid disorder, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 77.098 kgs. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion.. Most recent follow-up information incorporated above includes: on 23-sep-2019: pfs received. Essure lot number added. Event clubbed and pt term updated: psych injury/depression hormonal changes/mood swings and gi conditions: bloating. Events added: essure device was almost removed except very small portion at beginning, anxiety, thyroid disorder, joint aches, abnormal bleeding (vaginal) and menorrhagia. Concomitant and historical drugs were added. Lab data updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('gen. Abnorm. Bleed (interpreted as general abnormal bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), psychological trauma ("psych injury"), gastrointestinal disorder ("gi conditions"), migraine ("migraine"), headache ("headaches") and alopecia ("hair loss") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, dysmenorrhoea, abdominal pain, back pain, psychological trauma, gastrointestinal disorder, migraine, headache, alopecia, weight increased and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, migraine, pelvic pain, psychological trauma and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: essure confirmation test unknown: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received, new events added- pelvic pain, dyspareunia, dysmenorrhea, abdominal pain, back pain, general abnormal bleeding, psych injury, gi conditions, migraine, headaches, hair loss, weight gain, hormonal changes were added, patient's date of birth and reporter address were added, device removal date updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.